Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device and accessories passed all testing without duplicating the report. Review of the device activity log shows that a short was detected when attempting to discharge at a setting other than 30 joules. The shock button is pressed several seconds later and a 20 joule shock is successfully delivered. There are no shock button presses/attempts that are unsuccessful. There is no evidence in the log to suggest that the device was charged at 30 joules and a shock was unable to be delivered. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.